Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock (ias) due to noise which was oversensed. Subsequently, this patient received an additional ias approximately 2 year later, due to t wave oversensing and small signal amplitude. The smart pass feature was disabled. Technical services (ts) discussed obtaining an x ray. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that ts walked the health care professional (hcp) through programming optimization. The smart pass feature was still not activated. The hcp was able to observe a better amplitude so will keep secondary vector. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock (ias) due to noise which was oversensed. Subsequently, this patient received an additional ias approximately 2 year later, due to t wave oversensing and small signal amplitude. The smart pass feature was disabled. Technical services (ts) discussed obtaining an x ray. This s-ICD remains in service. No adverse patient effects were reported.